Event description:
A malfunction alarm labeled as malf 0 was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. Technical support provided pump reset instructions, assisted the customer with the reset, and confirmed the malfunction code did not recur.